Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the brush detached inside the scope. The bristle was removed using a grasping forceps. The scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.